Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
Please refer importer report #: (B)(4).

Manufacturer narrative:
The device was received by the resmed manufacturing facility in (B)(6) and an extensive engineering investigation was performed. The investigation determined that the device faults were due to an isolated software function. This was most likely due to an unexpected restart interrupting the memory update. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).